Event description:
It was reported that a large volume intermate was missing the ¿top white tip.¿ the reporter stated that this was identified before patient use. There was no patient involvement. No additional information is available. This is report 12 of 24.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between november 12, 2010 and november 13, 2010. Evaluation summary: baxter received the unit for evaluation. Visual inspection did not identify any missing components; the reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.